Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 28-jun-2020, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10mg/ml at a dose of 1.9 mg/day and bupivacaine 35 mg/ml at a dose of 6.8 mg/day via an implantable pump. It was reported that when the pump was replaced, the previous 8578 pigtail disconnected/pulled out when the pump was pulled out. No other issues were reported. There were no falls or issues. It was stated that there were no diagnostics/troubleshooting needed and just a new pigtail was added. Actions/interventions taken included replacing the pigtail. The issue was resolved at the time of the report.